Event description:
It was reported that the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tube experienced molding defects noted prior to use. Customer stated, ¿customer distribute tubes for units of external collect. The path with car takes at maximum 60 minutes. For his surprise, when he cames to the final destination, the tubes were "melt". It was transported in cardboard box. Others, had make the test with transparent plastic bag and the problem repeated.¿

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Root cause description: based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic pas-002-pic (collapsed tubes) was appropriate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sodium heparin (nh) 75 usp units blood collection tube experienced molding defects noted prior to use. Customer stated, ¿customer distribute tubes for units of external collect. The path with car takes at maximum 60 minutes. For his surprise, when he came to the final destination, the tubes were "melt". It was transported in cardboard box. Others, had make the test with transparent plastic bag and the problem repeated¿.